Event description:
Report received from USA stating that the device can not secure cutter. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "damaged bearings" was confirmed. Reliability engineering evaluated the device, and the bearings of the attachment were observed to be worn/damaged. If additional info is received, a supplemental report will be sent. (B)(4).